Event description:
It was reported that the distal tip of the insulation was compromised. It was further reported that the issue was discovered by the hospital staff during product inspection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal tip of the insulation was compromised. It was further reported that the issue was discovered by the hospital staff during product inspection.

Manufacturer narrative:
The product was returned by the customer, however, once received the product was misplaced and cannot be found. Therefore, the reported failure mode could not be confirmed. Furthermore, the root causes will be based on previous investigations. In the event that the unit is found, a full evaluation will be conducted and a follow up report will be issued. Probable root causes for the reported failure could have been caused by: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear and/or, improper sterilization. In sum, the product was misplaced and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.